Event description:
It was reported that the handswitch would not turn off; the safety switch would not engage. There was no report of pt or user injury associated with the alleged event.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the eval, the technician was able to verify the complaint. The technician found a non-repairable crack in one of the arms on the magnet holder/switch. The handswitch was disposed of, and a new device was shipped to the customer.